Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "v". This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture baker grade "v". Patient also reported "flu like symptoms, rash, pain in joints, blurred vision, general aches, neck pain, joint pain, excruciating joint pain, migraines on daily basis, brain fog, and unable to concentrate"; these are not device related. Device remains implanted.